Event description:
It was reported that the ventilator had a burnt pigtail connection.

Manufacturer narrative:
The manufacturer was able to duplicate the customer¿s reported problem. A visual inspection of the ventilator pigtail adapter revealed that pins 1,2,3,4, and 5 of the adapter are bent and pins 3 and 4 are also burned. The visual inspection also revealed that the ventilator power flex circuit, pins 2,3, and 4 of jp4, are burned. It is recommended that the pigtail adapter and the power flex circuit be replaced to correct the reported problem.